Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose rose to 590 mg/dl. Customer treated their blood glucose with 8 units of insulin by manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found a small air bubble near the reservoir. The customer did not note any leaks on the insulin pump. The customer also reported a no delivery alarm that was resolved by a complete set change. The customer's current blood glucose was 244 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.